Event description:
Per the clinic, the patient experienced non-auditory stimulation and poor performance with the device use. Neural response telemetry was attempted; however, no measurements were obtained. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 15, 2022.